Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked. When attempting to inject at 2ml per/sec the contrast blew everywhere. The connector was initially on tight. The patient was sprayed with contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: the events occurred 3/7/2023 and 3/8/2023 (previously submitted as 3/8/2023). Additional information/correction made to b5: it was reported that an unspecified quantity [at least three (3)] [previously submitted as one (1)] of one-link needle-free IV connectors leaked. When attempting to inject at 2ml per/sec the contrast blew everywhere. The connector was initially on tight. The short extension tubing was removed and CT contrast extension tubing was placed directly on the connector. The contrast blew everywhere three more times with three new connectors being applied each time. The patient was sprayed with contrast. There was no report of patient injury or medical intervention associated with this event. Correction made to h10: the devices (previously submitted as device) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.